Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that a sys message displayed 30 minutes after infusion mode was turned on during surgery. Iop (intraocular pressure) control was unable to be used at the same time. The case was able to proceed even though iop control was not recovered, however, the surgeon felt that iop was more unstable than when using iop control. The case was completed with the same product without pt harm.